Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event/implant is estimated as (B)(6) 2014. Patients reviewed underwent index procedure between (B)(6) 2014 and (B)(6) 2014. Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The malapposition of the xience arm stent is filed under a separate medwatch report. (B)(4).

Event description:
This event was captured based upon review of an article comparing two drug eluting coronary devices. It was reported that a retrospective study was performed to evaluate the outcome of 191 randomized to the trofi ii trial, a multicenter, single-blind randomized trial. Patients presented with st elevation myocardial infarction (stemi) and underwent coronary revascularization procedures with implantation of either an unspecified drug eluting coronary device or an unspecified xience stent. Malapposition was noted in both the drug eluting coronary device arm and the xience arm. Additionally, thrombosis leading to myocardial infarction with revascularization was noted in one drug eluting coronary device patient. Restenosis with revascularization was noted in one patient in the drug eluting coronary device arm and in the xience arm. No additional information was provided. This is filed for the restenosis with revascularization in the xience arm.